Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 44 unopened pouches. 20 needles have been used for the analysis (5 pouches). We have checked the needles of the samples received and the tips, edges and geometry are within the specification. We have tested the needle bending strength of the needles received and the results are 5.401 nxcm in minimum and fulfill the needle specifications of 3.8 nxcm in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Needle bending strength results of needles tested of the raw material batches used in this product during production were 5.3 nxcm and 5.2 nxcm and fulfilled the specification (>3.8 nxcm). Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding needle bending strength. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The customer reported that, during the preparation phase of thyroid surgery, the needle broke while in use. Due to the fact that the product was not used on the patient during the surgical preparation stage, it has no impact on the surgery and the patient. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.